Manufacturer narrative:
No patient was involved with this event, so no patient demographics are applicable. A medtronic representative inspected the imaging system on-site, finding the cause of the reported failure to be the motion batteries. Eight motion batteries were replaced, and the battery charger voltages checked. The system was allowed to charge overnight, and performed normally the following morning. A full imaging system check-out was completed, confirming that full system functionality had been restored. An electrical failure mode was confirmed. The batteries that were removed from the system are not expected to be returned for evaluation, as they were discarded by the site. Following part replacement and inspection, the system was returned to the customer for normal use.

Event description:
A medtronic representative reported that while driving the imaging system to its storage location in the hospital, the motion batteries failed. This caused difficulty in driving to its destination.this occurred outside of any procedure and no patient was involved or affected. No additional details were provided.